Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 4. H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in south africa. It was reported that the patient was hospitalized due to hyperglycemia and high ketones on (B)(6) 2024. High blood glucose due to blockage at the site. The blood glucose level was high at the time of event and the patient got treated correction injection via pump. The infusion set was in use for two days. Ketones level was more than 3mmol/l. The patient replaced infusion sets and resumed insulin successfully. No further information was available.